Event description:
It was reported, via complaint number 991uk, that difficulties were encountered maintaining inflation with one (1), size 8fen device. Information received indicated that the defect was observed during pre-testing and there was no direct patient involved. The device was returned to the manufacturer for decontamination, analysis and investigation. Although the defect was reportedly found during a pre-test, the nature of the cut/tear appears to have been due to user handling. In addition, all shiley cuffed tracheostomy tubes are 100 percent tested for inflation integrity prior to release.